Manufacturer narrative:
(B)(4)

Event description:
It was reported that high impedance was observed on vns patient who was implanted on (B)(6) 2015. The high impedance has been seen in (B)(6) 2016 for the first time. The patient underwent a full revision on (B)(6) 2016 because they were not sure what caused the problem. Implant card received by the manufacturer reporting about the devices replacement. It was reported also that on the first implant date the lead impedance was ok. The review of the manufacturing records confirmed all tests passed for the generator and lead prior to the distribution. The explanted generator and lead were returned to the manufacturer where the analysis has been not completed to date.

Event description:
No programming history data review could be performed as no internal records found. The lead analysis showed that the reported high impedance was not verified within the returned lead portions. A single setscrew indentation was noted in the vicinity of the connector pin end tip suggesting that the lead connector was not inserted completely at one point in time. However, based on the location of the three additional sets of setscrew marks on the connector pin and scratches from the canted spring observed on the connector ring, it is believed that proper contact between the pulse generator ¿+¿ and ¿¿¿ terminals and the lead connector respective contact points (connector ring and connector pin) existed at least once. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. The generator analysis showed that generator performed as intended, there were no performance or any other type of adverse conditions found with the returned generator.